Event description:
It was reported that the handpiece began running on its own prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details, the reported condition of the device running on its own could not be duplicated. A possible failure that may have caused the event is a failed asic motor controller, however, this was not confirmed.